Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run and emitted a beeping/high pitched noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device made a high pitched noise. During in-house engineering evaluation, it was observed that the device did not run and emitted a beeping/high pitched noise. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.